Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) year old male patient had raw skin under the lifevest and a stinging sensation under the front te pad. It was reported that the patient's skin was not broken. The patient's physician recommended that he remove the device for a few days to help relieve the irritation. The outcome of the irritation is unknown.